Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-02671. During a remote follow-up, there were episodes of noise and oversensing on the right atrial channel that resulted in automatic mode switching. Technical support was contacted and recommended reprogramming to resolve the event. The reprogramming changes are anticipated. The patient was stable and will continue to be monitored.